Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-1204as-95 batch 3261135006 was received for evaluation. Visual inspection revealed that the tip of the device had broken off from the shaft. Evaluation of the received pieces confirmed that the pieces are fragments of the tip. It was not damaged and had no dents on the small fragments or the pieces attached to the tip, indicating possible contact with another instrument or excessive force. The most likely cause of the reported and observed failure is a user error. Including excessive force, misalignment of the insertion, and possible contact with another instrument during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/29/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1204as-95 flipcutter tip of the device broke off during the surgery, and fragments fell into the patient. The surgeon was unable to remove all of the fragments, and some remain inside the patient. The surgery was completed using a new product in a different size. The patient's bone quality is reported to be hard. No revision surgery is currently planned. This occurred during use in an acl reconstruction surgery case with no patient effect.